Event description:
It was reported that the patient's right ventricular (rv) lead was causing diaphragmatic stimulation and the right atrial (ra) lead had chronic high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant: addrl1 implant date: 2012-(B)(6). (B)(4).